Manufacturer narrative:
Block h6 (device code) imdrf device code a050401 captures the reportable event of a/w valve fluid leak. Block 11 the product was not returned for analysis; therefore, a technical evaluation could not be performed. However, the complainant provided a photo of the device, allowing for a media-based assessment. Upon inspection, the images showed poor visualization and compromised imaging quality. Nevertheless, they did not provide sufficient evidence to determine whether the orca device contributed to the reported issue. As the product was not available for physical analysis, the event could not be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be determined due to insufficient evidence. Furthermore, without a proper evaluation of the device, the most probable cause contributing to the event remains unknown. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an orca pod was used in the common bile duct for the treatment of common bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, continuous over-irrigation, significant water leakage, excessive bubbling, and inadequate insufflation were observed, resulting in poor visualization and compromised imaging quality. The physician attempted to adjust the buttons (on and off), but this had no positive effect. The procedure was completed using a non-boston scientific device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca pod was used in the common bile duct for the treatment of common bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, continuous over-irrigation, significant water leakage, excessive bubbling, and inadequate insufflation were observed, resulting in poor visualization and compromised imaging quality. The physician attempted to adjust the buttons (on and off), but this had no positive effect. The procedure was completed using a non-boston scientific device. No patient complications were reported as a result of this event.